Event description:
It was reported the customer had a partial display on their insulin pump. The customer stated there was a line across their insulin pump's screen. Customer also stated changing the battery did not resolve the issue. The customer's blood glucose was unknown. It was found the customer did not drop or bump their insulin pump. Customer was advised their insulin pump needed to be replace. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.